Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was erroneous results and gel smearing. There were 2 erroneous result events. There were 2 gel smearing events. The following information was provided by the initial reporter. The customer stated: further feedback received on 31/05/22. ''This was not a complaint but a query to find out if anyone has had any issues with the bd sst tubes. We now have a selection of bd sst tubes in circulation following last year¿s bd vacutainer supply issues and we¿re currently having a spate of ¿serum sample integrity¿ issues. Examples of 3 blood tubes have produced spurious patient results we are finding a number of spurious patient results generating from our analyzers. Our investigations have demonstrated the presence of gel particulate matter in the serum sample which lead on to affecting the sampling probes on our analyzers. Although the gel formed a separation between the serum and blood cells there was some gelatinous material in the serum.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2084259 . Medical device expiration date: 2023-09-30. Device manufacture date: 2022-03-25. Medical device lot #: 2025353. Medical device expiration date: 2023-07-31. Device manufacture date: 2022-01-25. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was erroneous results and gel smearing. There were 2 erroneous result events. There were 2 gel smearing events. The following information was provided by the initial reporter. The customer stated: further feedback received on 31/05/22. ''This was not a complaint but a query to find out if anyone has had any issues with the bd sst tubes. We now have a selection of bd sst tubes in circulation following last year¿s bd vacutainer supply issues and we are currently having a spate of ¿serum sample integrity¿ issues. Examples of 3 blood tubes have produced spurious patient results we are finding a number of spurious patient results generating from our analyzers. Our investigations have demonstrated the presence of gel particulate matter in the serum sample which lead on to affecting the sampling probes on our analyzers. Although the gel formed a separation between the serum and blood cells there was some gelatinous material in the serum.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel smearing and erroneous results was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to gel smearing and erroneous results were observed. 4 retained samples from each lot 2084259 and lot 2025353 were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1300g for 10 minutes, using an mse mistral 1000 centrifuge. The 8 tubes did not show gel smearing. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was not able to confirm the customer¿s indicated failure modes, gel smearing and erroneous sodium results, because the defects were not evident in the testing of the control or retained lot samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode [xx]. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to {reported issue} were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.